Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that following use of the listed device, safety mechanism did not engage properly resulting in the clinician to endure a dirty needle stick. Nurse required basic first aid treatment. No additional intervention taken. No adverse health outcome resulted from this event.